Event description:
It was reported that the instruments are broken. No details as to how the damage occurred or the extent of the damage is provided only the items codes.

Manufacturer narrative:
Product complaint # pc-(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Additional information was received indicating that "there is a large crack through it, remains in one piece" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.